Manufacturer narrative:
H3: device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. The patient alleges the device making loud noise. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. The patient alleges the device making loud noise. User allegedly has a history of copd, asthma, chronic lung disease, pulmonary hypertension, an acute stroke, and transient ischemic pd asthma. Additionally, the device was serviced by service center. During the investigation, pil observed an unknown light grey contaminant on the rear panel, iso (international organization for standardization) port, top enclosure, flip door, front panel, and bottom enclosure. An unknown dust-like contaminant was observed around the flip door on the top enclosure. A very light amount of dust-like contaminants were observed on the blower and blower seal. A keratin-like substance was observed on the blower box and blower seal. (B)(4) addresses the issue of keratin. Evidence of sound abatement foam degradation/breakdown was not observed. Risk tags associated with this mode of failure include: infect01 and irrit02. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient.